Manufacturer narrative:
Additional information: g4, g7, h3, h10 (investigation results). Correction: h3, h6 (device, method, results, conclusion), h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2019, to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had failed preventive maintenance/ unknown issue. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had failed preventive maintenance/ unknown issue. No patient involvement.